Event description:
It was reported that during the implant procedure, the physician was having trouble getting the lead through the patient's vein, as it was narrow. The physician removed the lead, and noted that the conductor was deformed. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. All conductors were distorted. The outer insulation was breached cut, blood was found in/on the helix/lobe mechanism, and the lead was damaged at implant.